Manufacturer narrative:
(B)(4).

Event description:
The patient had surgery on (B)(6) 2010 to replace the battery. The patient planned to have the neurostimulator removed. Despite multiple attempts to the patient's physician, no additional information was received. See also MFR # 3004209178201001339.